Event description:
On 9/23/1998 the complainant gave an oral fluid specimen using the episcreen hiv-1 oral specimen collection device for the purpose of an insurance policy. After 10 minutes, complainant experienced throat swelling and was unable to breath. Complainant taken to emergency room and was treated with steroids, epinephrine, and benadryl. On 9/24/1998 the complainant touched the packaging of the collection device and reported that the hands began to swell and the throat to close. Complainant was advised by the MFR to seek medical attention.